Manufacturer narrative:
On (B)(6) 2021, abaxis received a call from the customer lab stating that that the device yielded unexpected low potassium patient results. The patient was treated based on the initial result, being infused with kcl 10meq/10ml over a 60 minute duration. The patient was redrawn after approximately 30 minutes of treatment and the result was still low and out of range. The patient was redrawn after completion of treatment and tested via ise method, and the result was within range. The customer sent the device back in for evaluation and was sent a loaner device. A follow up with the doctor confirmed that the patient treatment based on the initial result had no potential harm to the patient. The device has been received and is pending completion of an evaluation. All additional information will be sent in a follow up report when received.

Event description:
The customer lab reported that the device yielded unexpected low potassium patient results.

Manufacturer narrative:
Additional information of the investigation concluded that the fan and optics assembly contributed to the customer's reported problem. During evaluation of the device, the device continuously displayed "analyzer too hot" messages as well as 404f temperature errors. Multiple analytes were found to be out of range, with k+ being nearly double target value. The fan and filter were replaced and bi-level controls were re-ran. All analytes were at an acceptable level and k+ was near target value. The lamp and optics assembly passed on all testers. The device was calibrated, tested, and shipped back to the customer site. No further actions were required.